Manufacturer narrative:
Model number: 72404310, lot number: 0177182006, model description: pump ms, (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant surgery went well. Following the procedure the patient experienced pain. "It was useless to reset the product outside the patient. So another procedure was carried on." The ipp was explanted and a new ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant surgery went well. Following the procedure the patient experienced pain. "It was useless to reset the product outside the patient. So another procedure was carried on." The ipp was explanted and a new ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant surgery went well. Following the procedure the patient experienced pain. "It was useless to reset the product outside the patient. So another procedure was carried on." The ipp was explanted and a new ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of pain was not confirmed via product analysis. Based on the results of this investigation, escalation is not required. The cylinders performed within specifications. The pump did not perform within specifications.